Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, the modular sleeve were removed. The bhr cup and the synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The available medical documents were reviewed. According to the provided implant report, it was broached to 60 mm and a 60 mm outer diameter cup was implanted. According to the surgical technique current at the time of implantation, it should be at least 1 mm under-reamed. Doctor notes indicate a mild leg length discrepancy was noted post-implantation. It is unknown to what degree these events/circumstances could have contributed to the reported events. Although the reported metallosis, pseudotumor, and elevated metal ion levels are consistent with findings associated with metal debris, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed.